Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 29.8 mmol/l. The customer treated for high blood glucose with insulin pump. Insulin pump had insulin flow blocked alarm and event was resolved by changing complete set. The customer was reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.